Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they noticed a difference between the sensor and the blood glucose readings. Customer stated that the sensor would often read as low as 40 mg/dl or 23 mg/dl and the insulin pump would shut off when in reality their blood glucose readings were in the 300 mg/dl range. Customer stated that they will speak to their healthcare provider.